Manufacturer narrative:
(B)(4). 115736 compr nano hmrl pps 36mm 965150, 118001 versa-dial/comp ti std taper 538320, 113032 versa-dial 42x18x46 hum head 794620, pt-113950 pt hybrid glen post regenerex 628870. Once the evaluation is completed, a supplemental med watch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04084, 0001825034-2018-04086, 0001825034-2018-04089.

Event description:
It was reported that the patient began experiencing unusual left shoulder pain after two (2) years, eleven (11) months post primary surgery. The pain was reported to be not device related. A revision procedure is indicated, but has not occurred. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
It was reported that the patient began experiencing unusual left shoulder pain, impingement and instability after 6 months post primary surgery and was revised for loosening, due to lack of bone in growth into humeral component. No more additional information available.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received. The complaint is confirmed based on the information provided. X- ray review shows no evidence of loosening or impingement. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.